Event description:
Reporting status:malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the procedure involved the proximal circumflex where a stent had already been implanted. In an attempt to pass the first promus stent (3.5 x 23 mm), the front edge of the stent began to fray away from the catheter, so a second promus stent (3.0 x 23 mm) was selected and the same thing occurred. A third promus stent (2.5 x 28 mm) was selected and while trying to remove the stylet, the stent seemed to be connected and came off the balloon. The physician was able to place other stent successfully with no harm to the pt. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Stent dislodgement during preparation can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. There are no indications of a product quality deficiency.